Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. The contact stated that the usb cable did not fit into the pump's charging port. The contact tried another usb cable and was also unsuccessful with charging the pump. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy.